Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during placement, urine leakage occurred from the branched part of the foley catheter.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (5) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted no physical defects present. Using the (in-house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and inflated properly. Balloon symmetry ok. Using the (in-house) syringe the deflated balloon within house syringe; deflated in 2 min 3 sec. Flushed water through drainage lumen; leakage observed from a pin hole where the shaft meets the trifurcation site measuring (pin hole 0.013"). This does not meet specification which states "pinholes are not permitted". The labeling and instructions for use reviewed and found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during placement, urine leakage occurred from the branched part of the foley catheter.